Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The incident involved a plum 360 infusion pump. It was reported that the pump did not alarm when an infusion ended and started pumping air into the patient. The issue is not related to physical damage/abuse of the pump. There was patient involvement and unspecified patient harm reported, but no delay in therapy.

Manufacturer narrative:
On 08/29/2023, the device passed self-test with no error alarms. Device passed performance verification tests (pvt). Programmed device to deliver the customer¿s protocol of rate of 999 ml/hr. For a vtbi of 1050 ml and a duration of 1 hour 3 minutes. Device passed protocol. Device delivered 1065.28 ml of fluid. For a volume accuracy of 98.6 %. Re-programmed customer¿s protocol of rate = 999 ml/hr. For a vtbi of 1050 ml, turned the saline bag upside down to induce air into the proximal tubing, once the air reached the cassette, the device alarmed with proximal air in line a back prime, and stopped the infusion. Device did not allow air into the distal end of the tubing. Device alarmed correctly and is functioning per design. Engineering reports it cannot be determined from the pump logs report the actual initial bag volume (programmed at 1000 ml). Also, while it cannot be determined from the logs whether any bag volume was used in priming the plum set, engineering notes that typical priming may use about 19 ml. Engineering evaluates it is probable (based on the assumption that the bag was filled with 1000 ml of which some volume up to about 19 ml was used to prime the plum set) the pump infused up to about 47 ml of air before alarming for proximal air in line (with std 0.1¿ i.d. Tubing this calculates to about 9.3 meters of air). The complaint is confirmed. The probable cause is partial droplets forming in the air in line sensors and producing false fluid readings when the clinician significantly (by 50 to 70 ml in this instance) overprogrammed the bag volume while running the bag dry at a high infusion rate (999 ml/hr. In this instance).